Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with mottled epithelium on both eyes (ou) after the lasik procedure was performed. The patient¿s chief complaints were of blurred vision and sensitivity. The patient commented that could not read and see as all was blurry. The patient experienced loss of best corrected visual acuity (bcva). At that time, 8.8 bandage contact lens (bcl) was placed on both eyes. The surgery center noted replacing bcls occasionally to allow healing. Pre-op bcva from (B)(6) 2017: right eye (od) pre-op 20/20 1.75 x -1.25 x 86, left eye (os) pre-op 20/20 1.50 x -1.00 x 80. Post-op bcva from (B)(6) 2017: right eye (od) post-op 20/40 , left eye (os) post-op 20/60.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.